Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding / bleeding for over 20 days at times') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramps"). The patient was treated with surgery (blood transfusion and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding / bleeding for over 20 days at times') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramps"). The patient was treated with surgery (blood transfusion and hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.